Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the helix is bent, and accurate measurement was not possible, though the bent helix could contribute to rotation issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged multiple times during an implant attempt. It was also reported that the helix was not extending as it should. The lead was removed and replaced. No patient complications have been reported as a result of this event.